Event description:
It was reported that while the external pulse generator (epg) was connected to the patient, the power was turned on and there was no capturing of the patient's ventricle. The epg and the cable were replaced and the patient's ventricle was captured. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found that the 5433a cable had a fracture. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Epg (B)(4) no anomalies were found. Correction: further review prompted a change in the device analysis results. The change is reflected in this report under conclusion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found that the 5433a cable had a fracture. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Epg (B)(4). No anomalies were found.